Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unlocking issue on the ilet pump screen in which the slide-to-unlock gesture progressed halfway and then stopped, despite no observed physical damage, a device restart, and confirmed current firmware. Symptoms included no adverse health effects and blood glucose was not affected. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included customer troubleshooting, device restart, confirmation of current firmware, and initiation of device replacement. Investigation of this case revealed a persistent screen responsiveness malfunction consistent with a hardware touch or display interface issue, for which a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the user interface hardware.